Event description:
It was reported that the console presented low power and an anomalous sound was heard. No patient outcome was reported.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During evaluation of the console, it was identified that the chiller filters were found with a large amount of dust for which they were removed, cleaned and reinstalled. The fse proceeded to perform an internal inspection and the chiller radiator was found and cleaned because it was covered with dust a software update was performed from version 2.4.0.11 to 2.4.1.0. The alignment, centering and calibration of potentiometers were verified, and powers were verified in the different pulse width. After the field service engineer cleaned the chiller water filters, the issue was resolved. No further issues were identified during service, and the console was confirmed to be fully function. It is likely that the malfunction found could have affected the device performance leading to the event experienced by the customer. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console presented low power, and an anomalous sound was heard. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.